Event description:
Nurse came to ambulatory center to hook up patient to 5-fu (chemo). Per patient and family the tubing had a slice/hole causing the chemotherapy to leak and spray onto patient's pants. Patient instructed to wash leg with soap and water; scrub pants provided. Nurse had left facility and was not aware of the problem. Supervisor was notified of event.